Manufacturer narrative:
E1 - address (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction of foreign material inside the auxiliary water tube was identified during the device evaluation. Based on the results of the investigation, a probable root cause of snowflake image could not be identified. The cause of foreign material inside the auxiliary water tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image with snowflakes. The issue was found during inspection for use. There were no reports of patient involvement.